Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #14 it was verified its loss of osseointegration. 10 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type IV).